Event description:
The user reported that the monitor failed to turn on. There was no harm to any pt. Tests disclosed that the problem was caused by two failed transistors (q203 & q204) on the power supply assembly (590115). The event is not occurring more frequently or with greater severity than is usual for the device.